Event description:
A user facility reported that during intraocular lens (iol) implant surgeries, for two consecutive cases with the same surgeon, the lens "jumped out" of the cartridge with the injector. The lens "shoots out" across the capsule despite the surgeon trying to control and the surgeon was unable to prevent posterior capsule rupture. For one of the pts, the surgeon had to do an anterior vitrectomy then proceeded to a posterior vitrectomy after fragment of the lens dropped. It was indicated that an unapproved injector was used. Additional info has been requested. This report is for the pt who had a vitrectomy performed. (Pt impact remains unknown for the second case).

Manufacturer narrative:
Evaluation summary - the complaint sample was not returned by the reporting facility. Product history records could not be reviewed for the cartridge or the iol because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. It is unknown if an approved iol diopter range was used. There was not enough info provided from the account to properly complete an investigation. Failure to follow the dfu; an unapproved injector was used. Attempts have been made to obtain additional info. (B)(4).